Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer reported that they had experienced high blood glucose and sensor fell off. The customer declined troubleshooting for high blood glucose. The customer was advised to change the infusion set and was advised to return the infusion set to medtronic if possible. The sensor will be and insulin pump will not be returned for analysis.